Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller failing to alarm was not confirmed. The heartmate iii system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review spanning approximately 7 days ((B)(6) 2021 per timestamp). There were no notable alarms in the log file related to audible and visual alarms on the system controller. The root cause of the reported event was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. These sections state that ¿when an alarm occurs messages appear on the system controller¿s user interface screen to help resolve the problem¿. The last six alarms can also be viewed by accessing the alarm history on the user interface: the ¿alarm history screen shows the date and time of the alarm occurrence at the top of the screen¿. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a low flow alarm that lasted 1 second and a pump off alarm with a speed of zero, all while connected to the patient bedside unit. The patient was asymptomatic during the event and stated that they did not hear any alarms on the system controller. A log file analysis captured a transient low flow/pump off event due to an intentional pump stop on (B)(6) 2021 at 10:53 am for approximately 3 seconds. It appeared that the motor stop command on the system monitor was briefly enabled due to possible user error. There were no other unusual events seen within the log files